Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a drain complication in drain 3 of 4. The alarm could not be cleared. The patient's husband did find some fibrin present in the patient's effluent. Treatment was discontinued. The patient was advised to contact her nurse. Later the patient reported that when removing the cassette she found fluid leaking from the cassette. The set was discarded. During follow up the patient's nurse reported. There was no adverse event attributed to the leak and the patient was not prescribed any antibiotics.